Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer indicated that their blood glucose was normal. Troubleshooting found that their were multiple alarms in the pump history. No further information was provided.